Manufacturer narrative:
The device received with pump error 75 during self test due to corroded electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had fluid under lcd. Customer's blood glucose value was 5.6 mmol/l at the time of the incident. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. Customer will return device for analysis.